Event description:
It was reported that the error "the outer balloon pressure is too high" occurred. Subsequently, the procedure was cancelled. During a procedure to treat atrial fibrillation, a polarxfit was used. After ablation of the first of four pulmonary veins, the error message "the outer balloon pressure is too high" appeared approximately at the 20 second mark. The cryo cable, balloon catheter, and cryo balloon were replaced, and the system was restarted; however, the problem was not resolved. Consequently, the procedure was cancelled. The patient was partly sedated with small dose of propofol and fentanyl, and no complications were reported. The procedure was later rescheduled using a non-boston scientific device. The device will not be returned for analysis due to return restrictions and will instead be returned to the supplying distributor for utilization purposes. This is being reported for cancellation of the procedure post sedation.